Event description:
A patient using the tandem t:slim x2 reported receiving random alarms indicating incomplete boluses, even when asleep or when their blood sugar levels were normal. A specific value was provided, and it indicated that there was no adverse impact on the patient's blood glucose level. The patient continued using humalog insulin, replacing it every 48 hours, and additional data such as pump history and glooko records were provided for further investigation. No further corrective actions were reported at the time.